Manufacturer narrative:
Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h6 (evaluation conclusion codes): although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the hydratome bowed fine when they attempted to cannulate the common bile duct. After repeated attempts of cannulation, it was noticed that the hydratome would not bow and determined that the cutwire broke away from the tip of the tome. Reportedly, no part of the device detached inside the patient. The procedure was completed with a second hydratome rx 44, using the same generator and active cord. There were no patient complications reported as a result of this event. The patient's condition at the end of the procedure was reported to be fine.

Manufacturer narrative:
Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h10: visual examination of the returned device revealed that the working length was twisted. Additionally, the distal pierced hole was torn; therefore, this last condition displaced the cutting wire/notch from its original position causing at the same time the wire anchor to be also detached/separated from the extrusion where goes placed; this last failure mentioned could have been perceived by the user as the reported issue cutting wire broken. It was found during the investigation of the returned device that the wire anchor detached/separated. Based on above information, there is no evidence of a manufacturing issue related. This type of damage is associated with a known design limitation of the device generated by mechanical tear when the cutting wire/anchor is tearing through distal pierce hole and continuing down through the ptfe catheter. Therefore, the most probable cause for this complaint will be assigned as design inadequate for purpose, since the problems traced to design/design features of the device that do not support or interfere with the intended purpose of the device. There is an open investigation to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the hydratome bowed fine when they attempted to cannulate the common bile duct. After repeated attempts of cannulation, it was noticed that the hydratome would not bow and determined that the cutwire broke away from the tip of the tome. Reportedly, no part of the device detached inside the patient. The procedure was completed with a second hydratome rx 44, using the same generator and active cord. There were no patient complications reported as a result of this event. The patient's condition at the end of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the hydratome bowed fine when they attempted to cannulate the common bile duct. After repeated attempts of cannulation, it was noticed that the hydratome would not bow and determined that the cutwire broke away from the tip of the tome. The procedure was completed with a second hydratome rx 44. There were no patient complications reported as a result of this event. The patient's condition at the end of the procedure was reported to be fine.